Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, after firing a sureform 45 white reload with a sureform 45 stapler instrument on the pulmonary vein, the staple line bled. The staple line did not bleed immediately. After manipulation over the staple line, pulsatile bleeding started. A clip was placed on the staple line which stopped the bleeding. The surgeon notes that the stapler instrument had a lot of torque on the staple line, along with a recoil after firing, which could have contributed to the bleeding. There were no error messages or complications with the firing sequence. The pulmonary vein was well dissected prior to stapling. The procedure was completed robotically, and the patient is recovering well.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The stapler logs show the first sureform 45 stapler instrument was installed on the system 16 times and fired 10 sureform 45 reloads (1 black, 1 green, 1 white, 1 black, 2 white, 1 green, 1 white, 2 black, in that order). On installs 1 and 2, a black reload was installed, however no clamping or firing was attempted. On installs 3-12, the first clamps were successful, and the firings were completed with no pauses for compression. On installs 13-16, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. The instrument was then removed and not used in the procedure again. The second sureform 45 stapler instrument was installed on the system 13 times and fired 9 reloads (1 white, 2 black, 1 white, 1 green, 4 black, in that order). On installs 1-4, the first clamps were successful, and the firings were completed with no pauses for compression. On installs 5-8, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected in each case. On installs 9-13, the first clamps were successful, and the firings were completed with no pauses for compression. On installs 12 and 13, the system failed to detect the reload color and the user manually selected the black reload color via the surgeon side console (ssc) touchpad. After install 13, the stapler instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. .